Manufacturer narrative:
Hospital declined to provide reporter's name. The manufacturer¿s international service technician confirmed the reported issue. Review of the device diagnostic history log identified occurrence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable and mc board retention bracket was attached to prevent recurrence.

Event description:
The international customer reported the v60 unit stopped operating during start-up. There was no patient involvement.